Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised the customer to clean the 30-degree endoscope plus through clinical sterile services department (cssd) and try using it again in next case. The customer had no further issues and the endoscope has been used in other surgeries since. No errors were found in the logs. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a rotation issue. Technical support engineer (tse) confirmed that there were no errors in the system logs. Tse advised cleaning the endoscope through sterile processing and retry it in a subsequent case. The procedure was completed as planned with a backup endoscope with no reported injury.